Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned product noted blood in the balloon and inflation lumen, which is consistent with a leak while in the patient anatomy. The proximal end of the balloon was wrinkled and the shaft was wrinkled 4.5cm distal to the guide wire exit notch for a length of 1cm. An attempt was made to pressurize the stent delivery system (sds) when fluid leaked out of a tear in the shaft at the wrinkled section. The patient anatomy was heavily tortuous and mildly calcified which likely contributed to the reported difficulties. The shaft could have wrinkled during advancement in the calcified lesion, resulting in the shaft and balloon wrinkling and subsequently tearing the shaft. The reported event is an expected occurence with minimal to no patient impact per the device risk assessment and there is no evidence to suggest a potential product deficiency. A review of the device lot history record did not reveal any non-conformities which could have contributed the reported event.

Event description:
It was reported that the target vessel in the left anterior descending artery was very tortuous and the initial guide wire introduction was difficult. Pre-dilatation was performed prior to attempts to cross the lesion with the stent delivery system (sds). During the process the lumen filled with blood signaling a breach of the sds. The lesion was treated with 2 other non-abbott stents. Patient information will not be provided due to confidentiality requirements. No patient effects were reported. No additional information was provided.